Manufacturer narrative:
Device evaluated by manufacturer ¿ the device was not returned; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Same case as MDR ID 2134265-2018-04086. It was reported a pericardial effusion occurred. An intellamap orion mapping catheter and an intellanav oi ablation catheter were selected for use for a pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation. A map of the left atrium was created; afterwards, the physician started delivering radiofrequency (30w) around the posterior side of the left superior pulmonary vein. After about eight minutes of rf delivery, there was a drop in blood pressure (arterial systolic pressure 50mmhg), and a blood effusion was assessed via echocardiography. The area of fluid was about 2.5cm. A pericardial puncture was performed and a pigtail catheter was inserted; 250cc of fluid were drained. A fast restoration of blood pressure was achieved (>100mmhg). The manual drain was suspended for 20 minutes. Afterward, echocardiography still revealed the presence of pericardial fluid; blood pressure was 100/60mmhg. Another drain was performed. After 30 minutes and 300cc of drained blood, echo showed the paricardial fluid was significantly reduced. It was noted the intellanav oi may have contributed to the event during the mapping phase. Anesthesia was interrupted and the patient was transferred to the coronary intensive care unit. The patient subsequently recovered.